Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: clik x, upn: m365sc43180, model: sc-4318, serial: (B)(6) and batch: 29362546.

Event description:
It was reported that the patient experienced discomfort at the clik anchor site due to the clik anchor being too superficial when lying on the pain area. The patient underwent a procedure in which the device was repositioned. The device will not be returned as it remains implanted. It was additionally reported that the patient experienced discomfort from the initial placement of both clik anchors a few weeks after the initial implant, and they were both repositioned during the revision procedure. The patient is doing well post operatively.

Event description:
It was reported that the patient experienced discomfort at the clik anchor site due to the clik anchor being too superficial when lying on the pain area. The patient underwent a procedure in which the device was repositioned. The device will not be returned as it remains implanted.